Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and voids were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side prothesis deterioration, capsular contracture and mild quantity of periprosthetic liquid, diagnosed via ultrasound. Healthcare professional later reported. Capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side prothesis deterioration, capsular contracture and mild quantity of periprosthetic liquid, diagnosed via ultrasound. Healthcare professional later reported. Capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: prothesis deterioration, capsular contracture, mild quantity of periprosthetic liquid cont e1 phone number - (B)(6).